Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to dust inside the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of e300 error was confirmed which was due to dust found inside the unit. Device evaluation found that the blinking front panel light-emitting diodes was due to dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered error e300 (communication error). The issue occurred during maintenance. There were no reports of patient harm or involvement. During evaluation of the returned device, it was found that the front panel light-emitting diodes were blinking and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or involvement.